Event description:
It was reported that "orthoblast ii was implanted into the pt's lumbar spine during a lumbar fusion operative procedure and it was believed the post-operative complications were never reported as an adverse event to the FDA." It is alleged that the pt developed "post-operative complications requiring hospitalization, suffered progressive and permanent physical debilitating injuries including dysphasia, fatigue, permanent back pain, as well as other injuries and damages including, but not limited to, past and future medical expenses, past and future joss of earnings and loss of consortium, loss of enjoyment of life, severe pain and suffering, anxiety, and past and future economic damages, and was rendered fully disabled and forced into early retirement. The injuries required curative procedures, including but not limited to, esophageal surgery, the implantation of a tens unit followed later by the implantation of a medtronic interthecal pain pump, and other curative procedures in the foreseeable future."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.